Manufacturer narrative:
The intraocular lens (iol) was received in a condition that precluded analysis. Batch records were reviewed and showed no deviations. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 25.0 diopter of this lot number. Review of the historical complaint data base revealed that no other complaints from this lot number were received. Based on the results of our investigation we do not suspect the lens was the cause of this event. All information available is contained in this report.

Event description:
It was reported that the multifocal intraocular lens was exchanged for a lower diopter lens of the same model 2 weeks after the initial implant. The reason stated was the doctor's decision that a different diopter lens would give the patient better results.